Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported thumb advancer deployment/sheath splitting issue was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The starclose se device was reportedly deployed in a mildly calcified femoral artery. The starclose se device instructions for use (IFU) states under precautions section that the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Additionally, the IFU states do not deploy the clip in areas of calcified plaque.

Event description:
It was reported that after an interventional renal stenting procedure, arteriotomy closure was attempted of a mildly calcified femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, the sheath splitter went out from the sheath tube and started to cut it at the distal part injuring subcutaneous tissue. The safety release was activated releasing the device from the patient anatomy. Manual arterial compression was applied for treatment of the injured subcutaneous tissue and to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated age of the patient who was reported to be in the (B)(6). (B)(4) - patient selection. The starclose se device was reportedly deployed in a mildly calcified femoral artery. The starclose se instructions for use state under precautions not to deploy the clip in areas of calcified plaque and under special patient populations that the safety and effectiveness of the starclose vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.